Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sacral colpopexy procedure for recurrent urine infections and prolapse of bladder on (B)(6) 2013 and mesh was implanted. Since the procedure, the patient is no longer able to have intercourse with her husband due to severe pain. The patient has experienced erosion of vaginal mesh which required vaginal vault mesh exposure excision and oversewing surgery in (B)(6) 2016. The patient¿s general pain within the vagina and surrounding tissues is now constant. Upon leaving the hospital in 2016 following the repair, the surgeon told her she is likely to be back within 12 months for further surgery for erosion. She has constant pain and is unable to insert a finger into her vagina for medication delivery without exacerbating her pain. No additional information was provided.